Event description:
Post valve deployment, after the patient left the or, the patient¿s pressures dropped. An echo confirmed the valve had migrated ventricular. The patient went back to the or, the valve was removed and replaced with a surgical valve. During the initial transapical procedure, the valve appeared too aortic, so the delivery system was pulled slightly ventricular prior to valve deployment. The coaxial alignment of the valve and delivery system was considered challenging and not optimal. Post deployment, the valve landed 30:70 aortic/ventricular. However, as the patient was doing well and the valve was functioning, the physicians decided to leave the valve and monitor the patient. Post procedure, the patient¿s blood pressure began to drop. An emergency echo was performed to show that the valve was migrated ventricular. The physicians decided to remove the sapien xt and replace the valve with a surgical valve. The patient¿s annulus was larger than initially measured, which could have contributed to the migration, along with the too ventricular placement of the valve. The patient had a dilated ascending aorta and dilated sinuses. The sinotubular junction (stj) measured 41mm, the sinus of valsalva (sov) measured 41x41x44. The patient¿s native annulus measured 28.5 mm with moderate annular calcification and severe leaflet calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and migration requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. In this case, the cause of the low placement can be attributed to valve undersizing due to the patient¿s larger than initially measured annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.